Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
A patient contacted the (B)(6) hotline via email. As reported in case (B)(4): "gentlemen: I received a tkr in (B)(6) 2009 utilizing a stryker osteonics triathlon 6 component. The surgeon was dr.(B)(6) in (B)(6). Since then, I have been in pain/discomfort. Subsequent visits to dr. (B)(6) and other surgeons indicated no obvious loosening/wear &tear etc. Recently, I was tested for metal allergies. Results show a highly reactive response to nickel. I am attempting to determine if nickel was used in the component in question. I do not wish to undergo the trauma of a revision procedure unnecessarily if nickel was not in the component. I have also been tested for infection and possible loosening. I have no results of these to date. I am under the care of dr. (B)(6) at the (B)(6). I will be meeting with dr. (B)(6) next week I am not concerned of pursuing any legal action of any kind. I am (B)(6) years old and just want to live the years I have left pain free (or as close to that standard as possible.) Thank you.